Manufacturer narrative:
Further information was requested but not yet received.

Event description:
During a remote follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. The suspected root cause was insulation damage. No intervention was performed, however, lead revision is anticipated. The patient was stable.

Manufacturer narrative:
Correction: g3 PMA number added.